Event description:
Related manufacturing reference number: 2017865-2023-18797. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead and right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right atrial lead was capped and replaced on 4 april 2023. No intervention was performed on right ventricular lead. The patient was discharged post procedure.